Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported hole in the balloon/leak could not be determined. Possible factors that could contribute to a balloon hole in the balloon and/or leak include, but are not limited to, balloon damage during processing of the balloon material, handling damage, inflation technique and insufficient preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 6.0x60mm armada 35 balloon dilatation catheter, air was leaking from a hole of the armada 35 balloon. A new armada 35 was prepared and used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.